Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that flows issues occurred during use with a unspecified bd injector. The following information was provided by the initial reporter, "it was reported that the adapter was removed due to the IV pump alarming. This is for optima injectors and connectors. She stated that all of the nurses have been removing the injector from their chemo because it keeps alarming and delaying care. She went on to say that she has even removed the spike adapter on occasion for "upstream occlusions" and "air in line". So basically the IV pump is alarming and instead of troubleshooting they are removing the injector and connector and at times the infusion adapter. I don't have lot numbers. This was reported yesterday. It seems to have occurred over the last month no specific dates reported." Sales rep stated that the mentioned delay was "only 30 minutes or so"."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flows issues occurred during use with a unspecified bd injector. The following information was provided by the initial reporter, "it was reported that the adapter was removed due to the IV pump alarming. This is for optima injectors and connectors. She stated that all of the nurses have been removing the injector from their chemo because it keeps alarming and delaying care. She went on to say that she has even removed the spike adapter on occasion for "upstream occlusions" and "air in line". So basically the IV pump is alarming and instead of troubleshooting they are removing the injector and connector and at times the infusion adapter. I don¿t have lot numbers. This was reported yesterday. It seems to have occurred over the last month no specific dates reported." Sales rep stated that the mentioned delay was "only 30 minutes or so".